Event description:
The report received from the study indicated that during the patient's index procedure, a small type a dissection was noted after implantation of a cypher select plus 2.5 x 13 mm stent in the proximal left anterior descending (lad) coronary artery. The event was mild in severity, had a possible relationship to the study device and a highly probable relationship to the procedure. The event was not a serious adverse event (sae), was not related to another cordis product, and was resolved without sequel. No add'l info was available.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have two-vessel disease, and had three lesions treated during the index procedure. There was no planned staged procedure. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: de novo, a 90% stenosis, 2.5 mm vessel diameter, 13 mm length, not ostial/bifurcation/total occlusion, smooth, a readily accessible proximal segment, not angled, concentric, little or no calcium, absent of thrombus, and type b1. The lesion was pre-dilated as planned with a 2.5 x 9 mm balloon at 8 atm. A cypher select plus 2.5 x 13 mm stent (stent #1) was implanted at 12 atm. A satisfactory result was obtained. The stent was not post-dilated. Lesion #1-2: the target lesion was the mid lad. The lesion was reported to be: de novo, a 60% stenosis, 2.5 mm vessel diameter, 23 mm length, not ostial/bifurcation/total occlusion, smooth, a readily accessible proximal segment, not angled, concentric, little or no calcium, absent of thrombus, and type b2. The lesion was not pre-dilated. A cypher select plus 2.5 x 23 mm stent (stent #2) was implanted electively at 12 atm. The stent was post-dilated with a 2.75 x 15 mm balloon at 12 atm. A satisfactory result was obtained. Lesion #1-3: the target lesion was the mid right coronary (rca). The lesion was reported to be: de novo, a 90% stenosis, 3.0 mm vessel diameter, 28 mm length, not ostial/bifurcation/total occlusion, smooth, a moderately tortuous proximal segment, not angled, eccentric, little or no calcium, absent of thrombus, and type b1. The lesion was pre-dilated as planned with a 3.0 x 12 mm balloon at 12 atm. A cypher select plus 3.0 x 28 mm stent (stent #3) was implanted at 16 atm. A satisfactory result was obtained. The stent was not post-dilated. The patient was discharged three days after the procedure. A phone contact with the patient at the one-month period in follow-up indicated the patient was asymptomatic and continuing her medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.